Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting pain relief. The patient was reprogrammed with limited to no programming options on his retrograde lead due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead had a fracture and will be returned for analysis.